Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parent reported via phone call flashing display and high blood glucose levels. Customer's blood glucose level was 590 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 170 mg/dl. Customer advised they had a bent cannula which resulted in high blood glucose levels. Customer advised the display screen was flashing, the device was exposed to pool water and the insulin pump was cracked. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment, cracked battery tube threads and a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also noted moisture damage on the motor, battery tube, vibrator, keypad flex tail and keypad traces.. The pump passed the displacement test.